Event description:
Customer reported high blood glucose. She stated that she took a manual injection and when she removed the infusion set, noticed that the cannula was bent. The blood glucose reading was first 490 mg/dl. She had brought it down to 391 mg/dl. She stated that the drive support cap appeared normal. She found no air bubbles in the tubing and no leaks. She stated that the basal rate and bolus wizard settings were correct. She stated that the insertion site was not sore or irritated. Customer declined the high pressure test as she had just changed the infusion set. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.